Event description:
Device was returned for disposal only with no additional information. The manufacturer device registration system indicated that the patient expired in 2005. The patient's pump contained morphine and bupivacaine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis revealed a pump connector anomaly, in which the pump connector was occluded.